Manufacturer narrative:
The explanted devices were discarded by the medical facility and will not be returned for evaluation.

Event description:
A report that the pt's precision system was explanted was received. The pt was explanted due to staph infection at the ipg site. The pt was prescribed oral antibiotics and is reportedly doing well.